Manufacturer narrative:
During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's power management board was replaced to address the issue.

Event description:
The manufacturer rec'd info from a third party service center alleging the device's battery was not charging. The device was not in patient use.